Event description:
It was reported that a patient came in for a follow-up visit and their vns was interrogated and discovered programmed at an output current of 1ma. The patient should have been programmed to 1.5ma. It was indicated that the site was having communication issues while performing system diagnostic testing on the patient's vns at their previous office visit. Final interrogation was not performed on the patient's vns prior to them leaving the office after testing. An interruption in the system diagnostic test was confirmed at the patient's previous office visit via review of programming history from the treating physician's office. The settings were changed as a result of the interrupted test to 1ma, 20hz, 500pw, 30sec on, 60sec off; magnet 1.0ma, 500pw, 30sec on. The patient's vns was reprogrammed to their intended settings and site notified of cause of event.

Manufacturer narrative:
Analysis of programming history confirmed event reported.